Event description:
Boston scientific received information that tis right ventricular (rv) lead perforated the right ventricle of the heart and exhibited diaphragmatic stimulation when paced. Although it was noted that the system was unable to pace, the patient was paced 0% the whole time that the system was implanted. This rv lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected as the rv lead was repositioned, our investigation is complete. This investigation will be updated should further information be provided.